Event description:
The event is reported as: the plastic lite channel on the equiplite blade has broken and the light will not stay on. Issue detected prior to pt use. No pt injury reported.

Manufacturer narrative:
The catalog number and lot number are unk. The device sample is not available for eval. Root cause cannot be determined.